Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, with the user noting the sensor code had been entered and the ilet displaying a start sensor option; the user reentered the code per troubleshooting guidance. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and troubleshooting to resolve cgm connectivity with no health impact. User support included guided verification of the cgm start state and reentry of the sensor code to restore pairing. Investigation of this case revealed a cgm pairing/connectivity issue consistent with a not paired state between the dexcom g7 and the ilet, addressed by reinitiating the sensor start process and code entry. It was concluded, based on previously established findings for similar reports, that the cause was user/system pairing not completed prior to use resolved with standard troubleshooting.